Event description:
During post embolization of a cerebral avm using onyx 18, it was noted a fine "string" of onyx had fluxed down the ophthalmic artery. This artery now appeared to be partially occluded with blood flow slow. This reflux of onyx was not noted during onyx injection. The pt status was reported as still very confused and agitated.